Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that chest pain, myocardial infarction (mi), stent thrombosis, and ventricular fibrillation arrest occurred. The patient presented with a non-q wave mi. The target lesion was located in the left anterior descending (lad) artery. A 2.50 x 38 synergy ii drug-eluting stent was implanted to treat the lesion and 8000 units of heparin was given during the case, which lasted a total of 30 minutes from stick to guide removal. The procedure was completed and the patient was transported upstairs. Immediately upon arrival to the ward, the patient complained of chest pain. Electrocardiogram (EKG) changes were noted and st-segment elevation myocardial infarction (stemi) was called out. The patient was then taken back to the cath lab and the stent was noted to have thrombosed. At this time, 3000 units of heparin was given and an integrilin bolus of 9 milligrams and a drip of 17. 4 milligrams per hour was started. Thrombectomy was performed on the vessel where the synergy ii stent was placed. However, the patient suffered a ventricular fibrillation arrest during revascularization, which required 2 shocks to resolve and the patient was started on amiodarone. The procedure was completed and the patient was discharged home without any further complications on plavix 75 milligrams orally daily and aspirin 81 milligrams chewtab orally daily.